Event description:
During a thoracoscopic wedge resection the device felt strange when closing. The device was not used. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
H6:damaged firing and closing mechanis. The analysis showed that the device was received with the firing and closing mechanism damaged and with a cartridge loaded in the device . The cartridge was received fully loaded with staples . The returned devcie was found to be non-functional. The device was disassembled to verify the condition of the internal components. The firing trigger teeth and the yoke teeth were found broken. No functional test could be performed due to the condition of the device. 510k#: k020779